Event description:
It was reported that after a diagnostic peripheral angiogram, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting, resistance was felt and the exchange sheath appeared to have shredded. The safety release was activated releasing the device from the patient's anatomy. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inability to complete thumb advancer deployment and abnormal appearance of exchange sheath splitting was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.